Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that their was intermittent right ventricular (rv) lead undersensing noted on the ventricular channel. Follow up was conducted and no reprogramming was requested or completed. The lead remains in use. No patient complications have been reported as a result of this event.